Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was getting scs therapy in an incorrect body location. Device reprogramming did not resolve the situation. The device is still in use. No patient complications were reported as a result of this event. No further information is available at this time.